Event description:
The customer declined to provide additional procedural information for this event, includingcorrect incident date and white blood cell count.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were noevents noted in the DHR that would have contributed to the elevated wbc count experiencedby the customer.root cause: a definitive root cause for the observed leukoreduction failure remainsundetermined at this time. Possible causes include but are not limited to:¿ rbc spillover¿ centrifuge stopped¿ rbc detector calibration error¿ possible air block¿ the orientation of the tubing as loaded in the centrifuge hex holder and the compromisedstructural integrity of the plasma tubing. Effectively, there is a certain orientation in the hex holderthat allows for the rbc line to lie on top of the plasma line and, under certain flow conditions, maycause the plasma line to pinch off. This in turn causes higher flow through the lrs chamber,which may lead to elevated levels of wbcs in the platelet product.

Manufacturer narrative:
Investigation is in process. A follow up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The wbc count is not available at this time. The platelet collection set is not available for return because it was discarded by the customer.